Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t2 position. A functional evaluation showed the actuator will cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). D4, lot no.: the following are the lot numbers reported: 2137803, 2136321. However, it is unknown which of the 2 contributed with the delay. D4, exp. Date: expiration dates for each of the 2 lots reported: 16-nov-2026 (2137803), 09-nov-2026 (2136321). H4, mgf. Date: manufacturing dates for each of the 2 lots reported: 16-nov-2023 (2137803), 09-nov-2023 (2136321).

Event description:
It was reported that during a left knee debridement and a meniscus repair surgery, two (2) fast-fix 360 failed in the same way. The fast-fix 360 t1 could not be deployed inside the patient. The procedure was completed using a s+n back up device. There was a delay of greater than 30 minutes. No further complications were reported.